Event description:
It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.